Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. There was no report of pt injury or death.